Event description:
A physician reported a pt sustained a hypoglossal nerve injury after laryngeal mask airway use. The pt underwent a 2 hour shoulder procedure. The next day the pt went to the emergency room and was seen by the reporting physician. The pt complained of deviation of his tongue to the left. The pt was placed on a medrol dose pack and six weeks later the symptoms are greatly improved. The reporting physician reviewed the pt's anesthesia record and noted that the pt had received a size 4 laryngeal mask airway and that it had been inflated with 40 cc of air. The reporting physician informed the anesthesiologist who placed the laryngeal mask airway that the cuff had been overinflated. The maximum inflation volume for a size 4 laryngeal mask airway as stated in the labeling is 30 cc.